Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the exposed right ventricular defibrillation coil became extrinsically distorted due to kinking/buckling. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal end of the lead were bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the right ventricular (rv) lead was implanted, there was diminished sensing on the rv lead. The lead was revised and removed from the vasculature. The lead was attempted to be re-implanted; however, the lead could not be passed through the vasculature and stretching could be observed on the rv coil. The lead was suspect of a fracture. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.